Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that it would take up to 5 minutes before the display would appear after a battery change. Several different batteries were used but most of them would not work. The insulin pump did not have any sign of physical damage. There was no bumps, drops, or moisture exposure. The out of warranty insulin pump was not returned for analysis.